Event description:
During surgery, the surgeon and fellow were drilling for an acl reconstruction and the arthrex flip cutter broke. A new one was opened and also broke during drilling. The surgeon was aware and removed the metal particles that he could visualize and c- arm was used to visualize any retained foreign metal. (Two) 10mm arthrex ar -1204af-100 lot number 900489388 exp 12/31/2023 same lot and expiration. Patient was in or for acl reconstruction. During the procedure, a piece broke off of the flipcutter device and was retrieved; a second device was used, and a piece broke off of it as well. The broken piece was removed. The surgeon examined the knee under c-arm fluoroscopy and did not find additional foreign body pieces in the patient's knee.